Manufacturer narrative:
The field service engineer (fse) found that the cuvette cell segment was not adjusted properly which affected pipetting, washing, and mixing functions. The closed tube sampling (cts) probe was replaced. Calibration and qc were acceptable. The investigation determined the event was due to a maintenance issue.

Manufacturer narrative:
The c513 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for tina-quant hemoglobin a1cdx gen. 3 (a1cx3) on a cobas c 513 analyzer. The initial result was 14.2%. The repeat result was 6.3%. The repeat result was believed to be correct.